Manufacturer narrative:
Manuacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured driveline power fault alarm events relating to one of the redundant power lines to the lvad. The returned system controller was functionally tested using laboratory equipment and operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified that could be correlated to the driveline power fault alarm events captured in the log file. Heartmate 3 patient handbook, rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm: 1. Call your hospital contact immediately for diagnosis and instructions. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use document, rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 29aug2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced driveline power faults on (B)(6) 2020. X-rays were unremarkable. The patient noticed driveline damage over time. The patient is not taking care of equipment correctly and may be partially blind. A driveline evaluation/repair was performed on (B)(6) 2021. The driveline had a torn outer silicone jacket about 2 inches from the exit site. The torn outer jacket was removed without issue. The area with cosmetic damage was wrapped with rescue tape. The patient's modular cable and controller were exchanged and there were no further alarms. Low flow software was installed on the new controller.